Event description:
It was reported that two days after the implant, the patient complained of pain. The lead had a pacing failure and fluororoscopy showed a perforation. Two days later, the whole system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This additional information is based on journal literature received. Referenced article: ¿surgical repair of subacute right ventricular perforation after pacemaker implantation.¿ case reports in cardiology. Volume 2017, article ID 3242891, 3 pages. Https://doi.org /10.1155/2017/3242891. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a journal article. It was reported that the lead "displaced." A temporary pacing lead was implanted; and ten days later a new pacing lead was implanted "without any problems." No further patient complications have been reported as a result of this event.